Manufacturer narrative:
Additional information: product image review result: submitted images appear to display broken mas, with fracture approximately 10 threads down from the base of the bone screw head. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis results: visual microscopic macroscopic examination confirms the mas bone screw is fractured approximately ~7-8 threads from the base of the screw head. Optical examination did not identify pre-existing material surface defect around area of crack origination that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat fracture, with gently convex progressive striations through the cross section of the bone screw, which are indicative of cyclic fatigue. Microscopic examination of the fracture surface suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, followed by convex striations in the direction of propagation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device with catalog # 55840014530, 510k #k113174 and UDI# (B)(4) is approved for sale in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray image review: post-op x-ray for l5 sacro iliac fusion provided. Previous multi level plif with '"bal" cages above the level of the fusion. There is fracture of the sacral screws, likely precipitately the solid construct at l2-5 above the level of the non instrumentation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery at l5-s2ai due to thoracic lumbar kyphosis. Post-op, screw broke at the left side. The patient complained of buttock pain on the right side of s2ai, not on the left side where the screw was broken. As a result of event revision surgery was performed for the removal of the implant. But the screw on the left side of s2ai was broken at sacroiliac joint and it was impossible to remove.